Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During procedure, while catheter was in flower catheter configuration after a few applications, a flush port blockage occurred. The catheter was replaced, and procedure was completed with no patient complications. The patient was put in observation after the issue. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced farawave catheter was returned for analysis. Visual inspection of the device noted no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was unsuccessfully in any state. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During procedure, while catheter was in flower catheter configuration after a few applications, a flush port blockage occurred. The catheter was replaced, and procedure was completed with no patient complications. The patient was put in observation after the issue. The device is expected to be returned.